Manufacturer narrative:
The recipient reportedly experienced osteoradionecrosis and an infection at the implant site. On (B)(6) 2016, the recipient was prescribed augmentin for three months. The recipient's device was explanted. The recipient will be reimplanted at a later time.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing an infection at the implant site. The recipient is being treated with antibiotics.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another cochlear device on (B)(6) 2016. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's surgeon recommends the recipient discontinue device use while symptoms persist. Revision surgery is being scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.